Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis on 01/17/2011, with blood glucose levels out of range. The customer experienced vomiting, body cramps and frequent urination prior to the event. The customer also stated that the paramedics were at his home today due to low blood glucose levels. The customer stated that he woke up, and the paramedics were at his home. The customer was treated with glucagon, bringing his blood glucose levels up to 51 mg/dl. Unable to conduct troubleshooting due to a button error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.